Manufacturer narrative:
(B)(4). Date sent: 3/6/2025. D4: batch # unk. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that btd05 device was returned outside it's package opened. Upon visual inspection, a damaged was noted to be one of the three dissectors. No conclusion could be reached as to what may have caused the reported incident. The complaint was confirmed. A manufacturing record evaluation was performed for the finished device lot 237d68 number, and no non-conformances were identified.

Event description:
It was reported that during an unknown surgery, there were scratches on the handle when checked the device before use. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.